Event description:
It was reported that the insulin pump alarmed motor error when the customer was trying to reset the reservoir. The customer's blood glucose was 40 mg/dl. The customer stated that the last time they checked their blood glucose was five hours prior to the phone call. The customer does not use the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had scratched lcd window.